Event description:
On 19-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 335 mg/dl after a meal announcement. The user performed a site change, resumed insulin delivery, and glucose levels returned to range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.